Event description:
It was reported that the connector was cracked around the edges and pieces of the plastic were missing. This issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cracked connector as well as a small piece being broken off. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 39 as per IFU. Olympus will continue to monitor the field performance of this device.